Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) to report their bipolar was not working. When the surgeon applied the energy, there was no effect, no errors or messages. The energy setting was at 4. The customer changed the energy cord, moved to bottom port and replaced instrument. The tse guided to do a hard power cycle on the integrated electrosurgical unit erbe (erbe) generator, but the reported issue persisted. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the customer continued using a synchroseal instrument.